Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device was broken and therefore the color reproduction was inadequate. In regard to the other identified malfunctions, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope exhibited inadequate color reproduction, the charged coupled device was broken, the outer tube had a dent and sharp edges. There was no patient involvement.